Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was missing a cannula when it was removed from the body. The blood glucose reading was 17 mmol/l. The sensor will be replaced and returned for analysis.

Manufacturer narrative:
Findings: inspected 2 opened/used partial sensors and found both sensors with cannula retracted inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used.